Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the venous collateral using pod packing coils (pod pcs). During the procedure, the physician successfully implanted the initial coils into the target location using a lantern delivery microcatheter (lantern). While advancing of a pod pc into the lantern, the pusher assembly of the pod pc kinked; therefore, the pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.